Manufacturer narrative:
(B)(4).

Event description:
At implant the doctor was locking the clip piece that was used within the navigus base cap, and the clip would not stay locked appropriately. It was removed from the field and subsequently used an accessory kit (B)(4) that worked. There was no damage or displacement to the lead. Everything was implanted as expected.